Event description:
Customer reported that right side of unit was covered with black soot. Unit was delivered to biomedical department in damaged condition. Unit was allegedly located in a storage room. No one was able to ascertain how, or when, the damage occurred.